Manufacturer narrative:
This report is submitted on august 22, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, to reposition the receiver stimulator. The implanted device remains.